Manufacturer narrative:
The customer was sent a replacement reagent on (B)(6) 2011. The root cause is unknown to date. As per product labeling, bci urges its customers to comply with (B)(4) standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that, upon receiving shipment, the coulter lyse s 3 diff reagent was leaking. The leak was contained within the shipping container. There was no effect to patient or user, and no exposure to open lesions or mucous membrane.